Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the pump's vibration alarm was operating normally. The initial complaint could not be duplicated. Unrelated to the vibratiory issue allegation, the battery compartment was cracked from the threads to the seal. The display screen was dim dim and discolored.